Manufacturer narrative:
A sample was returned. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A operating room manager reported that following an intraocular lens (iol) implant procedure the patient experienced blurred vision. The iol was exchanged in a secondary procedure for clinical reason of glare/halos. Additional information was requested and received. In the surgeon opinion lens did not cause or contribute to the event. The patient non adaptation to lens caused or contributed to event.

Manufacturer narrative:
The lens was returned in a specimen cup. Blood and solution was dried on the lens. One haptic was broken/torn from the haptic/optic junction area (returned). The optic was torn/split/cracked with a large portion of lens material missing (not returned). The optic had multiple scratches and scuff marks on the anterior and posterior sides in the shape of an instrument used to grasp the lens. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the lens/injector combination used. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion the cause of the event was the patient could not adapt to the atiol. The lens was exchanged for a monofocal lens with a 4.0 diopter difference in power. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).